Manufacturer narrative:
(B)(4).

Event description:
A confirmed stall and motor stall recovery recorded in event logs was reported. Per the health care professional (hcp), the motor stall was caused by patient having MRI on (B)(6) 2011. The pump status was not checked post MRI. On (B)(6) 2011 during a refill, hcp saw the motor stall and motor stall recovery. There were no alarms. Patient reported to therapy issues.